Event description:
Information received from the field notes that during a routine follow-up, measured battery data was 2.79v, 0 ua, 13 kohms. Bipolar lead impedance was <250 ohms and the magnet rate was 66 ppm. The device was programmed to 70 ppm. Additional attempts to interrogate the device were unsuccessful. Measured data at a follow-up three months previous was 2.67v, 23ua, 6 kohms. The patient was not pacemaker dependent.